Event description:
The doctor reported a tear in the capsule bag when the haptic came from behind the lens. There was no major complication afterward. The lens remains implanted and there was no patient injury reported. No further information was provided.

Manufacturer narrative:
Age/date of birth: unknown. Gender/sex: unknown. Date of event: unknown. Serial number: unknown, expiration date: unknown. Implant date: if implanted, give date: unknown. Explant date: if explanted, give date: not applicable, (na) to date the intraocular lens remains implanted. Initial reporter: telephone number: (B)(6). PMA 510(k): this report is being filed on an international product; tecnis itec preloaded 1-piece iol, model pcb00 that has a similar product, tecnis 1-piece iol, model zmb00 which is distributed in the united states under PMA p980040. Reason for non evaluation: to date, the intraocular lens remains implanted. Device manufacture date: unknown all pertinent information available to abbott medical optics has been submitted. Placeholder.